Event description:
It was reported the intraocular lens was removed and replaced without complication due to the patient's undesired visual outcome. The reporter stated the iol was replaced with a different mode diopter.

Manufacturer narrative:
The intraocular lens was received cut in two pieces across the center of the optic precluding measurement of the diopter. Contamination was noted on the optic, not inconsistent with an explanted lens. The lens met all manufacturing specifications prior to release. The results of our investigation reasonably suggest this event is not manufacturing related.